Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire initited o2 cell and inspiration block replacement. Performed calibrations and the unit worked according to its specifications. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 us had leak and occlusion alarms while on a patient when it began. Furthermore, there was no patient harm occurred. The vent was pulled for repair.

Manufacturer narrative:
Results of investigation:(return analysis) the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.exact root cause is not determined as there was no performance issues found. Log file evaluation (non return analysis) :it is most likely that the inspiration valve is causing the issue.